Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device did not fire although the surgeon was able to press the green button and squeeze the handle. The device was changed to complete the procedure. There was no patient injury.